Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd plastipak¿ syringe was found leaking as ¿the hcw notices a leakage of the product by the plunger. Change of syringe, infusion bag remade immediately.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: two pictures have been received for investigation. Upon visual inspection of the samples received, it can be observed leakage past the stopper and there is not damage or molding defect can be observed and the stopper is correctly assembled to the plunger. No retained samples can be evaluated since the lot number is not available. DHR cannot be reviewed since the lot number is unknown. In the assembly station during manufacturing process, mechanical leak test is done to every syringe. In case any fails, it is rejected automatically to scrap. Final products in this manufacturing line, for this reference and lot size(22 pallets) are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. 1. Visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection: printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Investigation conclusion: with the info available no further investigation can be performed. The root cause cannot be determined.